Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer reloaded the current cartridge to resolve the issue. There was no reported adverse impact to the customer.